Event description:
(B)(6) reported that " during normal mako total hip surgery, while surgeon was hammering the acetabular cup implant, the rear side of the product (ref 209830 lot 32885) was broken. The surgeon did not use excessive force. Besides, the surgeon was using the hammer absolutely straight (in an agonic way). A new 209830 from the second set in the table was implanted. And the surgery was completed without any problem.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that (B)(6) reported that " during normal mako total hip surgery, while surgeon was hammering the acetabular cup implant, the rear side of the product (ref 209830 lot 32885) was broken. The surgeon did not use excessive force. Besides, the surgeon was using the hammer absolutely straight (in an agonic way). A new 209830 from the second set in the table was implanted. And the surgery was completed without any problem. Product evaluation and results: product inspection could not be performed as the product was lost and not available for evaluation. Product history review: review of the device history records indicate 99 devices were manufactured and accepted into final stock on 08/04/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints trackwise related to p/n 209830, l/n 32885 shows no additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(6) reported that " during normal mako total hip surgery, while surgeon was hammering the acetabular cup implant, the rear side of the product (ref 209830 lot 32885) was broken. The surgeon did not use excessive force. Besides, the surgeon was using the hammer absolutely straight (in an agonic way). A new 209830 from the second set in the table was implanted. And the surgery was completed without any problem.